Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2015 and mesh was implanted. The patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4) - pain occured. It was reported that she experienced pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6)2015 and mesh was implanted. The patient experienced an undisclosed adverse event. No additional information was provided.